Manufacturer narrative:
Revision occurred after 12 days due to infection. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 12 days after the prior 2nd revision surgery, which occurred on (B)(6) 2025. The primary surgery occurred on (B)(6) 2024, and the 1st revision occurred on (B)(6) 2025. Both prior revisions occurred due to patient non-compliance. No fall or other trauma reported. Revision occurred due to infection at the implant site, 40 mm + 9 humeral stability cup and 9 mm spacer explanted. These items were replaced with identical parts.